Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the cartridge did not fit securely on the pump. Reportedly, multiple cartridges slid off of the pump with little to no pressure. The customer placed the cartridge back on the pump to address the event and the customer continued to use the pump for insulin therapy. There was no impact to blood glucose.